Event description:
Pt with pacemaker not entered into pacer detection system on telemetry equipment. Pt died following apparent cardiac arrest, monitor did not alarm. No indication that telemetry unit or nursing care caused or contributed to arrest in pt, who had history of end stage cardiomyopathy and acute mi.